Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port (sp) arm drape to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The drape was returned with the inner labyrinth and outer labyrinth separated. Both labyrinths were attached back together to be tested. The accessory was installed in the in-house system and passed recognition and engagement without any issues. All four sterile instrument adapters were successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinths remained intact, and no abnormal noise or friction was observed when rotating the instrument drives 180 degrees in both directions. The accessory was fully functional. The inner labyrinth did not detach during the draping process. A visual inspection was performed, and no damage was found. No product issue was identified. Based on the investigation results, customer-reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure during the second stage of draping, the plastic ring and drive drape part separated on the single port (sp) arm drape and the drape became unusable. The drape was immediately removed, and a new drape was used. The procedure was completed with no reported injury.